Event description:
It was reported that the nurse stated that they have three machines in their unit, and none were working. One arctic sun device was leaking (no sn, not in room anymore), one was not cooling ((B)(6)) and one primed and stopped ((B)(6) ). Guided to system diagnostics showed that the system hours were 3847, pump hours were 3487, flow rate (fr) was 0lpm, circulation pump command (cpc) was 0 percentage, inlet pressure (ip) was -7.7psi. Disconnected and reconnected pads using proper technique, flow rate (fr) was 0lpm, circulation pump command (cpc) was 0 percentage. Inlet pressure (ip) was -7.2psi. Advised this device might need to be repaired by biomed. Asked if they wanted to troubleshoot any of the other devices and the leaking device could be overfilled depending on where the leak was coming from, but they did not know and declined further support and would borrow a device from another unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have three machines in their unit, and none were working. One arctic sun device was leaking (no sn, not in room anymore), one was not cooling ((B)(6)) and one primed and stopped ((B)(6)). Guided to system diagnostics showed that the system hours were 3847, pump hours were 3487, flow rate (fr) was 0lpm, circulation pump command (cpc) was 0 percentage, inlet pressure (ip) was -7.7psi. Disconnected and reconnected pads using proper technique, flow rate (fr) was 0lpm, circulation pump command (cpc) was 0 percentage. Inlet pressure (ip) was -7.2psi. Advised this device might need to be repaired by biomed. Asked if they wanted to troubleshoot any of the other devices and the leaking device could be overfilled depending on where the leak was coming from, but they did not know and declined further support and would borrow a device from another unit. Per sample evaluation, it was reported that there was a water leak during assessment. The alarm 64 (non-recoverable system error) encountered during 37 degree portion of 45 hour burn in an arctic sun device. Per sample evaluation results on 02jul2024, it was reported that the patient temperature outlet connector was broken off from isolation circuit card.